Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. The customer-reported 2240 alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell three of four of peritoneal dialysis therapy. The patient stated that they had two bags connected and that the connection to the supply bag was loose. The technical service representative assisted the patient in clearing the alarm. The patient did not have manual supplies to continue therapy and indicated that they would contact their nurse. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between a supply line and the bag is a known cause of air being introduced into the system. Should additional relevant information become available, a follow-up report will be submitted.